Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical decompression and fixation due to posterior cervical compression. Intr a-op, the plug of set-screw slipped, the set screw was then completely explanted. No injury to the patient was reported.

Manufacturer narrative:
Product analysis: visual and functional inspection confirmed the female hex is stripped on the set screw. It appears that the damage is located the upper portion of the hex. When a sample driver was pushed firmly into the bottom of the hex, the hex appeared to engage fully. The failure may have been the result of the driver being worn and not being fully seated into the screw head. If information is provided in the future, a supplemental report will be issued.